Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2013 due to a refractive surprise. The lens was exchanged for another icm115v4 but different diopter, -12.5. The exchanged lens resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the most probable root cause of the event is progression of myopia over time. (B)(4).